Event description:
This patient had right breast cancer in 1980. She underwent right breast reconstruction with silicone gel implants in february, 1982. At that time she was negative for nodes and her receptors for estrogen was positive. In 1990 she was found to have a recurrence in the right axilla. She underwent radiation therapy, january 1991. In december, 1992 she was found to have more skin recurrence with metastasis in the lateral chest wall. The area was biopsed and was found to be positive. This area continued to casue discomfort. The patient had a right periprosthetic capsulectomy with removal of the implant. The implant was ruptured.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.